Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. All codes pertain to the catheter.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml 12 mcg/day (minimum rate) and morphine 10 mg/ml 60 mcg/day (minimum rate) via an implantable pump. Indication for use was chronic low back pain and spinal pain. Medical history was chronic pain and spasticity. The date of the event was approximately (B)(6) 2016. It was reported the patient experienced swelling and fluid collection at the pump pocket site. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient reported no change in symptoms. A (B)(6) study was performed and the (B)(6) were moving as expected. A catheter dye study was performed. Approximately 1 cc of fluid was obtained, but was not free flowing and was cloudy. A catheter revision was scheduled for (B)(6) 2016. The issue was not resolved. Patient status was alive; no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.